Manufacturer narrative:
No patient present. A medtronic field service engineer went to the site 8/2/2016 and could not replicate the reported issue. System was fully functional during testing.

Event description:
A medtronic representative reported, that prior to a patient being present, he had a difficult time opening and closing the o-arm door. Sometimes it would take multiple pendant presses to get the door to fully close.